Event description:
It was reported the customer received a failed selftest alarm. The customer was asked to return the insulin pump for analysis. No additional information provided.

Manufacturer narrative:
Insulin pump alarmed during self test due to faulty connectors on remote frequency board. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).